Event description:
The international customer reported the v60 lcd turned off. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
UDI # added.

Manufacturer narrative:
User interface assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The user interface assembly was installed in the test ventilator in an attempt to duplicate the reported problem. The ventilator powered up, but the screen was dim and not visible. During debugging of the user interface, it was found that the backlight f1 fuse was opened. The f1 fuse was removed and replaced on the backlight inverter pcb (printed circuit board). The user interface assembly was re-installed in the test ventilator. This time the screen was visible and operating within specifications. The backlight f1 fuse opened created the screen to be dim and not visible.